Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a degraded internal battery. There was no patient harm or serious injury reported as a result of this incident.